Event description:
It was reported that the customer had high blood glucose levels of 155 mg/dl. The customer reported an unexpected restart by the insulin pump whenever she changes the battery of the insulin pump. The customer reported that the insulin pump was not stored or not in use for an extended period of time. The customer was advised to monitor the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.